Event description:
Three devices were returned to mxi svc and repair. During use, the metallic part of the tube that attaches to the handle came un-welded.

Manufacturer narrative:
Device 2: cev625h (lot: unk) - mfg date: unk, device 3: cev669e (lot: 200911mf2) - mfg date: november 2009. Cev647b5 was evaluated and indicated that the tube was broken on the rear part of the threading. No material fault or rupture zone detected. Cev625h was evaluated and indicated that the insert coating was damaged on the rear part of the jaw. Cev669e was evaluated and no problem was observed. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.